Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving hydromorphone 1.0mg/ml at 0.1102 mg/day, then 0.1202 mg/day and 0.1540 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2013, the patient experienced erythema to the pump pocket incision and the lumbar catheter incision. The severity was noted as mild. The patient was given clindamycin 300mg orally, four times daily, for seven days prophylactically. On (B)(6) 2013, upon examination, the erythema had improved. On (B)(6) 2013, the abdominal incision and lumbar incision had healed well without any signs of infection and the event resolved without sequelae. It was reported as unlikely related to the device or therapy and related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.